Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon piece missing...inside me- vagina [foreign body in reproductive tract] there's a piece missing (and its inside me)-tampon [device breakage] taking out your tampon and when I took it out, I clearly see that there's a piece missing and now it's inside me [complication of device removal] case narrative: consumer reported via phone that there was a piece of tampon stuck inside her. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon piece missing...inside me- vagina [foreign body in reproductive tract]. There's a piece missing (and its inside me)-tampon [device breakage]. Taking out your tampon and when I took it out, I clearly see that there's a piece missing and now it's inside me [complication of device removal]. Case narrative: consumer reported via phone that there was a piece of tampon stuck inside her. No serious injury reported.